Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rhino-laryngo videoscope does not work when plugged in. The issue was found during reprocessing. There were no reports of patient involvement.

Event description:
No new information has been provided by the customer.

Manufacturer narrative:
This report was sent in error that the rhino-laryngo videoscope does not work when plugged as this would not cause or contribute to a death or a serious injury if it were to recur.